Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 an 18mm amplatzer muscular vsd occluder was selected for implant using a 9f amplatzer torqvue delivery system to treat a ventricular septal defect (vsd). The vsd was noted to be just under the aortic valve and had a tunnel appearance across the spectrum, making it difficult to approach with the delivery system through the aortic valve. During implant the occluder took on a bulbous and cobra shape. The occluder was removed from the patient and replaced with a new 18mm amplatzer muscular vsd occluder. The second occluder could not be implanted due to unsatisfactory positioning. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. The patient did not present with any clinical signs or symptoms. The patient remained in the hospital to determine alternative treatments to close the vsd.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.